Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading was reported with the adc sensor. Customer reported receiving unspecified readings from the sensor that were lower than what was felt by the customer. As a result, the customer experienced a loss of consciousness; however, no treatment was indicated by the customer after regaining consciousness. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading was reported with the adc sensor. Customer reported receiving unspecified readings from the sensor that were lower than what was felt by the customer. As a result, the customer experienced a loss of consciousness; however, no treatment was indicated by the customer after regaining consciousness. No further information was provided. There was no report of death or permanent injury associated with this event.